Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen on patient's device. Patient had x-rays done. Patient is noted to be scheduled for revision surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
X-rays were reviewed in which an incomplete pin insertion event with the generator was identified, this was resolved by re-inserting the pin into the generator via surgery. The generator placement was determined to be in the upper left chest. Based on the images provided, the feed through wires were intact. The pin was not visualized to be fully inserted. The tip of the connector pin is not visualized past the second connector block. Based on the x-rays received, the cause of the high impedance can be attributed to the incomplete pin insertion. The visible portions of the device seem to show no anomalies; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.